Manufacturer narrative:
Note: lake region lot number is cordis lot number. Per lake region report c 6,560: cordis corporation reported no product would be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the mfg, inspecting and packaging. This packaging lot contained total units, which were shipped from lake region medical on september 4, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated wtih the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeon habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended.

Event description:
The complaint received states that during an intervention procedure, the angioguard distal protection device had hypoperfusion through the filter basket. The pt's medical history included hypertension, cerebral infarction, and diabetes. The target lesion was left internal carotid artery described as noncalcified, nontortuous and 66% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. One precise stent was implanted without report of difficulties. Post stent deployment, blood flow through the filter basket stopped. Aspiration technique was used to suction blood from around the target lesion and the filter basket. The blood flow was recovered and the procedure completed without further report of difficulties. Per the physician, "the blood flow stopped because of the debris filling the filter." There was no report of further injury to the pt.